Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. Customer's blood glucose value was 500 mg/dl at the time of incident. Customer was treated with insulin pump for high blood glucose. Customer declined to check air bubble and leak. Customer did not allege insulin pump for under delivering. Customer had bleeding. The insulin pump will not be returned for analysis.